Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the root cause could not be determined. Three photographs of a groshong catheter, two radiographic images, and a video of a radiograph were returned for evaluation. An initial visual observation of the photographs showed the distal portion of the catheter. There was another, undamaged catheter for reference. The implicated catheter showed the distal tip of the catheter had broken off. Although a damaged catheter was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "after PICC extubation, it was found that the triangular valve at the front end of the catheter was beveled (in vivo cut), the longest part was 1cm, and the shortest point was 0.5cm. The comprehensive clinical assessment considers, in accordance with the treatment principles related to the treatment of difficult complications during the PICC indwelling period, maintain the original position, stop all activities, consider CT examination, confirm the location of the catheter, if the catheter is in the blood vessels on the surface of the body, the catheter can be removed by a vascular surgeon by phlebotomy, if the catheter slips into the central vein or the right atrium, lungs and other places, it is recommended to listen to the advice of a specialist, determine the location of the catheter and conduct a comprehensive evaluation. Afterwards, the department called up the patient's CT report on november 20, which showed that on the 20th, the catheter had bifurcated in the body, and had been fed back to the clinic, there was resistance during extubation."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "after PICC extubation, it was found that the triangular valve at the front end of the catheter was beveled (in vivo cut), the longest part was 1cm, and the shortest point was 0.5cm. The comprehensive clinical assessment considers, in accordance with the treatment principles related to the treatment of difficult complications during the PICC indwelling period, maintain the original position, stop all activities, consider CT examination, confirm the location of the catheter, if the catheter is in the blood vessels on the surface of the body, the catheter can be removed by a vascular surgeon by phlebotomy, if the catheter slips into the central vein or the right atrium, lungs and other places, it is recommended to listen to the advice of a specialist, determine the location of the catheter and conduct a comprehensive evaluation. Afterwards, the department called up the patient's CT report on november 20, which showed that on the 20th, the catheter had bifurcated in the body, and had been fed back to the clinic, there was resistance during extubation."